Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac tran splantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery / model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2019 / serial #: (B)(4) / UDI #: (B)(4) / device available for evaluation: no/ device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun / mfg date: 07-nov-2018 / labeled for single use: no ,yes, if pump. Investigation of this event is pending, and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient controller exhibited a power disconnect alarm and a critical battery alarm. The patient was connected to two batteries at the time of the alarms. It was stated that one battery was almost empty and the other was full. It was indicated that the batteries had communication error. The patient then switched one battery to the alternating current adapter as the main power source. The controller and two batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller and two batteries were not available for analysis. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files did not reveal any power disconnect alarms. However, review of the data log files revealed multiple instances involving the two where the batteries¿ relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. The observed communication errors are likely related to the reported power disconnect alarms. Additionally, analysis of the alarm log files revealed one critical battery alarm due to communication error involving one battery. As a result, the reported event was confirmed. There is no evidence that the lubrication servicing was performed on reported devices. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and the battery. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Additional products: d4: serial #: (B)(6), h3: yes , h6: FDA method code(s): 4112, 4114 , h6: FDA results code(s): 3213 , h6: FDA conclusion code(s):4307 , d4: serial #: (B)(6), h3: yes , h6: FDA method code(s): 4112, 4114 , h6: FDA results code(s): 3213 , h6: FDA conclusion code(s): 4307. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller and two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. A visual inspection under 10x magnification revealed hairline cracks around power port two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, the controller falls within the bounds of this CAPA. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files did not reveal any power disconnect alarms. However, review of the data log files revealed multiple instances involving battery one and battery two where the batteries¿ relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. The observed communication errors are likely related to the reported power disconnect alarms. Additionally, analysis of the alarm log files revealed one critical battery alarm due to communication error involving battery one. As a result, the reported event was confirmed. There is no evidence that the lubrication servicing was performed on reported devices. The most likely root cause of the reported events can be attributed to a communication error between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Additional products: d4: serial #: (B)(6), d10: yes, return date: 07-may-2020, h3: yes, dev rtn to MFR? Yes, h6: FDA method code(s): 10, additional products: d4: serial #: (B)(6), d10: yes, return date: 07-may-2020, h3: <(><<)>yes> dev rtn to MFR? Yes, h6: FDA method code(s): 10. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.